Event description:
It was reported that when the universal modular electric/battery double trigger handpiece battery was connected to the handpiece, it would work without pressing the trigger. There was no harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.